Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 22:12:30. During night drain cycle five, the patient's ultrafiltration reading was 1795 ml, indicating the home patient drained 1795 ml more than their maximum programmed fill volume of 2000 ml. No further information was available.

Manufacturer narrative:
(B)(4). The device was received for analysis and an evaluation has begun but has not yet been completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice device evaluation was completed. All returned devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. There was no non-conforming product found during sample analysis that was related to the reported issue. The increased intra-peritoneal volume (iipv) event was identified during the review of the event history log. The cause was determined to be one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. If additional relevant information is obtained, then a follow-up MDR will be submitted.